Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported on bravo device that did not attach when deployed. Patient coughed and the capsule went into the right main lung stem. The pulmonologist retrieved the capsule successfully.